Event description:
Additional information: late post-operative haemorrhage occurs several days after surgery and is usually due to infection damaging vessels at the operation site. Did the patient have an infection? The patient did not have any infection. When the patient had the post-op bleed, did the patient have: neck swelling, neck pain, and/or signs and symptoms of airway obstruction (eg, dyspnea, stridor, hypoxia). The surgeon advised that the patient showed neck pain but no airway obstruction had the patient done anything that would have caused the vessel to burst "excessive coughing" surgeon was not aware of patient's coughing as a cause of bleeding. The surgeon could not think of the cause of bleeding from the patient symptoms.

Manufacturer narrative:
(B)(4). Additional information requested on june 24, 2011; july 6, 2011; august 3, 2011 and august 16, 2011 without response.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis.

Event description:
Additional information: receiving clarification from the affiliate sales rep: there was some misunderstanding on patient discharge date. The patient discharged after 2 days from surgery. And came back to hospital 11 days later due to the bleeding.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an open thyroidectomy procedure, the surgeon had a rare case of vessel sealing failure in superior thyroidal artery with harmonic focus. It is very rare and weird because the vessel burst (B)(6) after the surgery. There was delayed bleeding in the superior thyroidal artery post op on the eleventh day. Device discarded.